Event description:
It was reported that a patient underwent her an anterior calf fasciotomy (right) for chronic exercised-induced compartment syndrome on (B) (6) 2009 and suture was used for skin closure. On (B) (6) 2009, the patient presented to the surgeon with the entire incision raw, oozy and infected. The patient was given antibiotics and daily dressing changes. After 5.5 weeks, all of the sutures worked their way out and could be easily removed. They had not dissolved at all. There were two 8-10" strings of it. On (B) (6) 2010, the patient was still applying dressings to the wound.

Manufacturer narrative:
(B) (4) - infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-00195. The same patient is represented in each medwatch.